Event description:
It was reported to philips that the system gave an alert indicating the disk space was low, preventing imaging. The device was in clinical use at the time of the event. No harm to patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned coronary treatment, which was delayed for a few seconds. The person moving the system just needed to stop moving the arm and then continue. The philips field service engineer (fse) inspected the system on-site and found that the system gave an intermittent error for free space. Analysis of the log file showed an image processing malfunction, which confirmed a disk space error. Upon troubleshooting, to resolve the issue, the fse advised the customer to delete old patient data to resolve the disk space error. The customer cleared the patient history. After resolving the power supply issue, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received, the procedure was not affected, and the customer was able to complete the procedure with only a few seconds delay. It is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.